Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the inner lining of the navigator access sheath peeled off leaving blue pieces of fragments in the ureter and kidney. They used a small basket device to retrieve the fragments. The procedure was completed with this device. The condition of the patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.